Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump sometimes received a vibration alert with no audio from the device. The customer's blood glucose was 14.9 mmol/l. A hardware low level failure occurred during self-test. Rewind process was followed but there was no clear indication that the alarm was cleared. The device will not be returned for analysis.